Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implanted with an implantable neurostimulator (ins) for interstim other. The patient reported that they had a turp procedure done in 2014 and was unsure if the ins for shut off for that. The patient reported that he had not felt stimulation since the turp procedure. The patient reported that they typically felt stimulation at the base of penis to rectum. The patient reported that their symptoms had gotten better, but it was hard to know if it was due to the turp procedure and/or the interstim therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.